Manufacturer narrative:
Although the event occurred on (B)(6), the customer's biomed did not call mindray (formerly datascope patient monitoring) until (B)(6). Upon learning of the event, we requested that the cord be returned to the factory for eval. Upon receipt of the line cord at the factory, mindray engineering confirmed charring and burning on the face of the plug. The line blades were broken inside the plug. The line cord was returned to the vendor, electri-cord with a request for corrective/preventive action (reference car 429). Electri-cord responded as follows: description of the problem: molded attachment plug cat. Mc-10h with taller blades and ground pin showed evidence of charring/burning on the face of the plug. The manufacturing date of the cord could not be determined, as the blades with the date code were not returned with the cord. Root cause: the line blades broke inside the molded plug from forces that were sufficient to break the line blades of the plug. It is unk the source of these forces or mis-use that caused the broken blades. The broken blades caused arcing to occur, thus the charring/burning of the molded plug. Containment plan: there are none of these parts with taller blades/ground pins in stock at ecm. Corrective action: electri-cord mfg has discontinued the use of the crimped style taller blade that was used in the production of the returned cord in all of their molded plugs. These have been replaced by solder type blades/ground pins that are more resistant to breakage. The discontinuation of the use of the taller blades/ground pins in their cords was effective in mid (B)(6) 2009. All production now uses alternate style blades which are more resistant to mis-use. Electri-cord reports a 0.0012% failure rate for these cords (26 reports out of 2,100,000 cords distributed); therefore, no add'l corrective action is planned by mindray at this time. Currently, mindray purchases their line cords from other mfrs. This change in line cord sourcing was made for unrelated business reasons.

Event description:
The customer's biomed said that clinicians reported that, while the monitor was plugged into a wall outlet, but was not in use monitoring a pt, smoke and sparks came from the line cord. The outlet panel and wall paint were damaged. No injuries were reported.